Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil had perforated her fallopian tube, migrated out of her tube into her pelvic cavity') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). At the time of the report, the fallopian tube perforation, discomfort, heavy menstrual bleeding, pelvic pain, back pain, abdominal pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, discomfort, fallopian tube perforation, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: there were 4 coils visible from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil had perforated her fallopian tube, migrated out of her tube into her pelvic cavity') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). At the time of the report, the fallopian tube perforation, discomfort, heavy menstrual bleeding, pelvic pain, back pain, abdominal pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, discomfort, fallopian tube perforation, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: there were 4 coils visible from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: reporter information and rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.